Manufacturer narrative:
Initial reporter name and address: physician information was not reported based on country privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline flex with shield that failed to open distally after the ptfe sleeve was stuck during initial deployment. The patient was undergoing a procedure for flow diversion treatment of an unruptured saccular right internal carotid cavernous sinus aneurysm. The aneurysm max diameter was 5mm and the neck diameter was 4.4mm. Vessel tortuosity was severe. Dual antiplatelet treatment (dapt) was administered. It was reported that the phenom was introduced through the 5fr navien and guided in place through the tortuous vessel with the micro guidewire. The guide wire was them removed and the pipeline was introduced in the phenom microcatheter. It was noted that the distal end of the microcatheter was firmly against the middle cerebral artery (mca) so the protective sleeve portion of the pipeline could not be deployed. The microcatheter was removed outside of the patient's body and the protective sleeve was deployed so the pipeline was redelivered. However, the distal end of the pipeline did not open. Less than 50% of the pipeline was deployed when it failed to open. The pipeline was not positioned in a vessel bend. It was noted the pipeline was resheathed 3 or more times. The pipeline was resheathed and removed from the patient's body with the microcatheter. A pipeline 450-16 was then used and implanted successfully. There was no harm or injury to the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No devices were used additionally. No steps were taken except for reported actions initially. According to the rep, one of the cause is considered that the blood vessel traveled steeply and the pipeline hit the outer bay side of the blood vessel.